Manufacturer narrative:
Manufacturer's investigation conclusion: the reported potential outflow graft obstruction was unable to be confirmed through this evaluation as no images were provided and the device remains in use. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient had recurrent congestive heart failure (chf) exacerbation and there was concern for graft obstruction. Review of the submitted log files captured the pump operating as intended. No notable events or alarms regarding an issue with the pump were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern that the patient was experiencing congestive heart failure exacerbation and having a potential outflow graft obstruction. No unusual events were found in the log file event history. The trending pump parameters were not typical of a suspect obstruction and were similar to ranges detailed in the last log files submitted for review on 22jun2025.